Manufacturer narrative:
The information obtained is limited to the article. Based on the contents of the article, no conclusions can be made regarding what may have caused or contributed to the curling of the mesh post implant. It appears the "curling" led to the mesh adhesions noted. Adhesion formation is identified in the adverse reaction section of the instructions-for-use, included with the product as a possible complication. The warning section states, "to ensure a strong repair, the mesh should be secured with tacks or sutures through the polypropylene mesh straps and/or positioning pocket. Suturing or tacking on the sealed edge of mesh alone is not recommended. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (05-may-2010) is considered to be a best estimate. This MDR represents the ventralex mesh (device/case #1). Additional MDR was submitted to represent the ventralex mesh (device/case #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article, "complications of mesh devices for intraperitoneal umbilical hernia repair: a word of caution". Case #1 it was reported that a 47-year-old woman was diagnosed with incarcerated recurrent umbilical hernia thereby underwent open repair with the implant of 8 cm ventralex mesh. Post implant, about 10 months later, patient experienced acute abdominal pain and underwent clinical investigation and CT scanning. It was found that she had signs of peritonitis and small bowel perforation. Patient underwent treatment laparoscopically to localize the perforation, adhesions of the omentum and the small bowel to the mesh were removed. At one side of the mesh had curled up, exposing part of the parietal layer of the mesh. A juxta-umbilical incision on the midline was performed, the mesh was removed, and a small bowel resection of the perforated area was performed. The postoperative course was uneventful and the patient was discharged on the 5th day postoperatively. The pathology report revealed a sharp piece of animal bone, probably ingested without noticing, as the cause of the perforation. At the last clinical control visit 17 months postoperatively, the laparotomy incision had healed well and was free from incisional hernia. Image of the explanted mesh is provided in the article showing ¿¿potato chip like¿¿ curling, with exposure of the parietal side of the mesh to the abdominal cavity and the viscera.